Event description:
It was reported that the watchman delivery system was punctured. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The was was positioned in the laa of the patient. The wds was inserted into the sheath and advanced in. The wds was secured distally. The physician went to deploy the closure device when the metal rod that connects to the core wire caught the wds and punctured the sheath of the wds. The was was not damaged in anyway; it was only the wds that was damaged. This did not allow the closure device to be deployed. The physician removed the wds from the body and used a new one. This new closure device was successfully implanted in the laa of the patient. There were no other complications reported and the patient is fine.